Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire advancement is confirmed, but the root cause could not be determined. One 20 ga accucath ace was returned for evaluation. An initial visual observation showed no obvious blood use residues throughout the returned device. It was observed that the guidewire was not advanced, and the guidewire was observed to be kinked and sticking out of the device housing. After carefully removing the catheter from the needle shaft, it was observed that the needle was bent at the proximal end of the needle shaft. Bends in the needle shaft may cause difficult guidewire advancement through the needle shaft. Bends in the needle may occur during packaging of the device, transportation of the device, storage of the device, or during handling of the accucath ace; therefore, the cause of the bent needle leading to kinks in the guidewire are unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that accucath guidewire slid nicely on first attempt, then during patient access guidewire did not go smoothly, unraveled in the needle. Patient had no negative outcomes. No other information provided, at this time.